Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing several e4 (occlusion) errors and elevated blood glucose of up to 412 mg/dl over the past 14 days. The pt's normal blood glucose level is 100 mg/dl. The pt changes the infusion site everyday, and the infusion tubing every 7 days. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.